Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the aiming beam was observed to come out the end of the fiber and the beam strayed. The method used to complete the procedure was not reported. No injury to patient was reported.